Event description:
It was reported that a company representative's programming tablet had stopped working. The programming system was having issues communicating with generators. Product analysis was completed for the programming tablet and found that the tablet's serial adapter cable was unable to establish communication between the tablet and a known good wand. The cause for the anomaly was associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb and a temporary usb port was installed, no further anomalies associated with the tablet performance were noted. A visual inspection of the tablet also identified that the display was cracked and the usb port was damaged, but the tablet was still able to complete testing with no observed anomalies.